Event description:
There was an allegation of questionable results from the cobas pro ise analytical unit. The initial sodium result was 162.6 mmol/l, and the repeat result from another cobas pro analyzer was 141.1 mmol/l. The repeat result from the original analyzer was 142.5 mmol/l. The initial potassium result was 4.66 mmol/l, and the repeat result from another cobas pro analyzer was 4.10 mmol/l. The repeat result from the original analyzer was 4.21 mmol/l. The initial chloride result was 120 mmol/l, and the repeat result from another cobas pro analyzer was 102.4 mmol/l. The repeat result from the original analyzer was 103.2 mmol/l. The questionable results were not reported outside of the laboratory. The repeat results were believed to be correct.

Manufacturer narrative:
The sodium electrode lot number was fns64. The potassium electrode lot number was ftk90. The chloride electrode lot number was fur09. The expiration dates were not provided. The customer found significant crystal buildup on the ise drain port. They cleaned the drain port, performed calibration, qc, and precision testing. The investigation is ongoing.

Manufacturer narrative:
The field service engineer confirmed that the customer had cleaned the drain port nipple, and the analyzer was in operation. He reviewed the instrument logs for ise checks and reviewed the precision reports. He completed precision and instrument-to-instrument accuracy verification successfully. The investigation determined that the issue was resolved by the customer's maintenance actions.